Event description:
On july 19, 1999 fire & rescue responded to a "CPR in progress" call at nursing home. Ambulance responded with three basic life support personnel. Another medic unit also responded as automatic mutual aid. Upon arrival personnel confirmed that it was a code 4 (CPR), began CPR, and proceeded with AED (automatic external defibrillator) protocols. Once the physio-control lp300 defibrillator was attached to the pt, a 44-year-old male, "analyze" was pressed, and the defibrillator indicated "motion detected" and would not allow a defibrillation shock. No one was near the pt at this time. The emt-defibrillation tech ordered that CPR be continued, assessed the situation, stopped CPR, and again pressed "analyze." Once again the defibrillator indicated motion. This occurred each time analyze was pressed. The ranking firefighter on the scene at this time, a former manual defibrillation tech, advised that he believed the defibrillator was indicating that the pt was in vf (ventricular fibrillation), a shockable rhythm. But with the automatic defib unit indicating motion, reporter was unable to shock. After the incident (reporter was unable to resuscitate the pt), physio-control was contacted. They asked that the unit be mailed to them, along with the battery used and the leads that were attached to the pt, and they would mail reporter a spare unit until they could repair the device. At this time, unit is still at physio-control in salt lake city being assessed. Reporter has rec'd supplementals from all firefighters involved in the resuscitation attempt indicating their roles, what they saw, what they did, and what they believe should have occurred. Additionally, reporter has a cassette tape from the defibrillator indicating the pt's cardiac rhythm and the firefighter's conversations during the event. The cassette also contains the daily check of the defibrillator. All info for this call is on file in reporter's office.